Event description:
It was reported that 6 years and 11 months following the implant of a transcatheter aortic valve, an unspecified valve failure occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 6 years and 11 months following the implant of a transcatheter aortic valve, an unspecified valve failure occurred. Additional information was received that during the implant procedure and following the implant of the valve, an aortic angiography was performed that showed excellent deployment of the transcatheter valve with no paravalvular leak (pvl). However, an echocardiogram was performed that revealed a mean gradient of approximately 30 millimeters of mercury (mm hg). Subsequently, a spacing wire and pigtail catheter were used to cross the valve, and confirmed the patient had an increased gradient. Additionally, fluoroscopy revealed the valve appeared elliptically shaped. Therefore, a post-implant balloon aortic valvuloplasty (bav) was performed using a 24 millimeter (mm) non-medtronic balloon under rapid ventricular pacing to dilate the valve. A repeat aortic angiography was performed that showed no evidence of complications, and repeat echocardiogram showed a mean gradient of 3-6 mm hg. There were no conduction abnormalities, the pacer was removed, and the procedure was completed. Approximately 6 years and 11 months following the implant of this valve, the mechanism of failure was aortic insufficiency of unspecified severity. A computed tomography (CT) scan was performed that also revealed possible thrombus/pannus formation inside of the valve frame. Subsequently, the patient was admitted to the hospital for internal bleeding that was unrelated to the valve. It was planned for the patient to receive a new aortic valve (undetermined as to which valve), and the patient was stabilized. Approximately 2 weeks later, the patient went home to hospice.

Manufacturer narrative:
Updated data: b1. B2. B3. B5. A second paragraph was added. H1. The original information indicated the event was a reportable malfunction. Additional information indicates that intervention was required. The event is now a reportable serious injury. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.